Event description:
A customer notified biomerieux that they had a discrepant result when using the chromid&#59405;mrsa. A patient sample was run using the chromid&#59405;mrsa test kit. The patient nasal specimen was inoculated directly onto the plate and incubated for 24 hours. In compliance with the package insert, the customer read the plates after 24 hours and found pale green colonies growing, indicating presence of (B)(6). Further confirmatory testing was performed and identified the organism as staphylococcus haemolyticus meca positive instead of staphylococcus aureus meca positive. When specifically asked, the customer indicated there was no impact to the patient; however, the customer did indicate a delay in results being sent to the physician due to the additional laboratory testing required. An investigation has been initiated within biomerieux.

Manufacturer narrative:
This report was initially submitted due to report of a discrepant result (false positive - green colonies) in association with chromid® (B)(6) agar. Biomérieux internal investigation was conducted. Evaluation of manufacturing qc batch records for chromid® (B)(6) lot 1004752720 indicate the lot passed all qc criteria for release; no performance issues were encountered. Investigational testing included the following products and organisms. · chromid® (B)(6) lot 1004752720 (customer lot). Note: this lot was expired at the time of testing as well as the date of the customer report. · chromid® (B)(6) lot 1004975580 (new random lot) · staphylococcus aureus 605 · staphylococcus aureus 614 · staphylococcus haemolyticus atcc® 1105071¿ · staphylococcus hominis atcc® 700236¿. For the staphylococcus aureus strains (605 / 614), the results obtained were complete inhibition of growth for both lots of chromid® (B)(6) agar. For the staphylococcus haemolyticus and staphylococcus hominis, the results obtained were growth with colorless colonies. Colorless colonies indicate a negative result, where the customer report referenced green colonies (positive result). The investigational testing did not reproduce the issued experienced by the customer. Review of the instructions for use (package insert) associated with the chromid® (B)(6) agar indicates that certain coagulase negative staphilococci may develop a pale green color (still a negative result). The investigation concluded that the chromid® (B)(6) agar is performing as intended.